Event description:
It was reported that an ilet user experienced hyperglycemia with meter and fingerstick readings indicating ¿high¿ approximately four hours after a supply and site change, while using a cannula-down infusion set; the user noted persistent elevated glucose earlier in the afternoon, completed tubing flow verification with visible drops, and was advised to perform ketone testing but lacked strips, after which a new infusion site was placed to ensure insulin delivery. Symptoms included high blood glucose. Outcomes included remote troubleshooting and patient education. Investigation included telephone-based assessment of infusion set function, infusion line priming verification, and recommendation for site replacement. Investigation of this case revealed no device alarms or mechanical malfunctions observed during troubleshooting, and the event was consistent with hyperglycemia of unclear cause potentially related to infusion site or flow issues not reproducible during the call. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.